Event description:
Customer received a blood glucose value between 140 and 300mg/dl. The customer took a pill based on the result in the morning. In the afternoon spouse found pt unconscious. Paramedics were called and when they arrived they tested and received a result of 31mg/dl. The customer was taken to the e.r. And given an IV and something to drink. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.